Event description:
The pt was placed on a nitroglycerin infusion pump, to infuse at a rate of 6 ml per hour. Ninety minutes later the pump began beeping due to air in line. 184 cc had infused into pt; pump read 9 cc infused. The pump was changed out for a new pump. The original pump could not be shut off, and continued to beep/alarm for four hours, until the battery was dead. The pump evaluated by the biomedical engineering dept, however duplication of the incident could not be produced.